Event description:
It was reported that during a da vinci surgical procedure, the wire from the mega needle driver instrument broke. There were no missing or fallen pieces reported. No patient harm, adverse event or injury was reported.

Manufacturer narrative:
The instrument has been returned for evaluation. The initial reporter's complaint was confirmed. The instrument's grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. An additional observation not reported by the site was that the instrument's distal pulleys had mechanical indentations/burrs. There were indentations at the inner edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentation/burrs damage might have been due to mishandling/misuse. No other damages were found on the instrument. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction's of a broken grip cable and damages to the distal pulley, if to recur could cause or contribute to an adverse event.